Manufacturer narrative:
The returned implants were evaluated by engineering. The returned set screw (lot: aw197296b) was visually inspected, and it was observed that the dimple on the screw was not imprinted. As the dimple was not imprinted, this indicates the set screw was not normalized to the rod, leading the rod to make contact with the lateral side of the set screw instead. Additionally, the threads of the returned set screw (lot: aw197296b) appear to have sheared. The set screw (lot: aw197296b) had an increased polished surface on its perimeter, potentially resulting in off-axis positioning and improper normalization in the assembly. If the rod is not perpendicular within the tulip and normalized to the set screw, the full fixation strength would not be achieved. This may cause off-axis loading with no dimple indentation and reduced thread engagement, leading to shearing once tightened. Insufficient fixation strength increases the likelihood of the set screw loosening under patient anatomical loading. (See 3012120772-2025-00073 for the evaluation of the set screw of lot: aw189566b). Review of labeling: possible adverse events: bending, disassembly, or fracture of implant and components. Postoperative fracture due to trauma, defects, or poor bone stock.

Event description:
On 08 dec 2025, seaspine/orthofix was made aware of a post-operative screw fracture related to the mariner mis posterior fixation spinal system. It was reported that a revision surgery was performed to correct the screw fracture. Neither the index surgery date nor the revision surgery date for the screw fracture were provided. (See MDR 3012120772-2025-00071 for this event). After the revision surgery, it was reported that a pointlock set screw backed out/loosened post-operatively, which required an additional revision surgery. This report is 1 of 2 being filed to document the post-operative set screw back out /loosening. See MDR 3012120772-2025-00073 for the second report related to this event.

Manufacturer narrative:
Two md1-100016 pointlock set screws were returned along with the implants noted in d10 and are currently being evaluated by engineering. Review of labeling: possible adverse events bending, disassembly, or fracture of implant and components postoperative fracture due to trauma, defects, or poor bone stock.